Event description:
On (B)(6) 2021 a patient in the netherlands underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. In (B)(6) 2025 the patient reported that dipping was not possible and the stoma site was noted to be red, painful, and dirt was coming out. No further information was available. In (B)(6) 2025, it was reported that a buried bumper was diagnosed.

Manufacturer narrative:
Catalog number in d4 is the international list number which is similar to us list number of 062910. It was unknown if the device involved in the event was removed or discarded; therefore, a return sample evaluation is unable to be performed. However, if the device is received, a follow up report will be submitted upon completion of the return sample investigation. A buried bumper is a known complication of a peg tube placement. Health effect clinical code of e2402 was chosen to capture the event of buried bumper. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.